Manufacturer narrative:
A root cause could not be determined with the information provided. The quality control data at the time of the event was acceptable. Patient sample is not available for further investigation.

Event description:
The customer alleged they received questionable creatinine jaffé (crej) results for one patient on their 902 analyzer. The patient's initial crej result was 2.95 mg/dl accompanied by a data flag and it was reported outside the laboratory. The sample was repeated in another laboratory on an unknown method, and the result was 0.9 mg/dl. On (B)(6) 2013, a second sample drawn at the same time as the original sample was tested and the result was 0.99 mg/dl. On (B)(6) 2013, the patient's first sample was repeated three times and the results were 5.05 mg/dl accompanied by a data flag, 4.81 mg/dl accompanied by a data flag, and 11.11 mg/dl accompanied by a data flag. As the result from the second sample matched the result from the other laboratory, and 0.99 mg/dl was issued as a corrected report. There were no reports of any adverse event. The crej reagent lot number was 663128 and the expiration date was 08/30/2014.

Manufacturer narrative:
This event occurred in (B)(6).